Event description:
It was reported that during a replacement surgery for battery depletion, high impedance was detected on the patient's replacement generator. The surgeon tried pin reinsertion and running diagnostics but this did not resolve the high impedance. He then noted a visible break in the lead. The generator was replaced that day but not the lead. The lead was replaced approximately two weeks later. The suspect product has not been received to date. No further relevant information has been received to date.